Event description:
Repottedly, on the remote follow-up report artifacts on both leads were recorded. During monitoring this can be elicited with manipulation of the pocket. Threshold, sense and resistance measurements are normal.

Manufacturer narrative:
Devices history reports (DHR) analysis show that the leads and the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Review of the patient files confirmed the reported electrical issues (noise and artifacts) the origin of these non-physiological signals are unknown. Based on available data the issue could be located at lead level or connection level but cannot be confirmed with certainty with the available data. The subjected leads and device remain implanted, no conclusive statement can be drawn on the lead and the pacemaker status. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality. Depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the v and a leads.